Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the tubing during fill tubing. Troubleshooting was performed and determined the cartridge to be cause of the issue. There was no reported adverse impact to customer's blood glucose level. Customer changed the cartridge to resolve the issue.